Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study; it was reported a hematoma occurred. In (B)(6) 2014, a left atrial appendage (laa) closure procedure was performed. A 27mm watchman® laa closure device was successfully implanted with a watchman ® access system. After the procedure, the patient experienced a hematoma in the right groin. Surgery was performed for conservative management and the hematoma was considered resolved two days later.